Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 285 mg/dl and the cause was not known. A bolus via the pump was delivered to address the bg level. As the high bg was not occurring at the time of the report, tandem technical support advised the customer to discuss the event with a healthcare provider.